Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was unable to be closed. The user completed the procedure with no further issue reported. No fragment fell inside the patient. The instrument was not used on the patient.